Event description:
It was reported, the camera head was not working, there was no image. The issue occurred during preoperative check of an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional - (no) and e3: occupation - non-healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint was traced to a defective camera cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head was not working, there was no image. The issue occurred during during preoperative check of an unknown procedure. There were no reports of patient harm.